Event description:
It was reported that before use of the bd intima ii¿ IV catheter there was an issue with leakage at the connection. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was doing the pre-use examination, she found that the catheter and the catheter adapter were leaking in the connection during the exhaust process. What was leaking was normal saline.

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9106862. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample was subjected to leakage testing. Testing results identified a gash in the catheter tubing; a review of the manufacturing process was unable to identify any potential sources for this type of damage. Unfortunately, without the ability to replicate the observed non-conformance, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima ii¿ IV catheter there was an issue with leakage at the connection. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse was doing the pre-use examination, she found that the catheter and the catheter adapter were leaking in the connection during the exhaust process. What was leaking was normal saline.